Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00275. It was reported the patient experienced excessive bleeding during a lead implant procedure. In order to control the bleeding, the physician treated the patient with both thrombin and evicel and the issue was resolved.